Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited non-sustained right ventricular oversensing, which was post paced t-wave oversensing via merlin@home transmission. Programming changes were made. There were no patient consequences.

Event description:
New information received on aug. 13th, 2020, stated that upon review of the most recent data transmission from the implantable cardioverter defibrillator, it was recommended that the post -paced threshold start at 1.9 mv to cover the 1.7 mv t wave oversensing. The physician elected to not perform additional defibrillation threshold testing or programming changes in consideration of the patient's condition. No further incident was reported.